Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; however, medical records were received and reviewed. The investigation is inconclusive for filter tilt as there were no device deficiencies identified within the medical records. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition (tilt) of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) male weighing (B)(6).